Manufacturer narrative:
Philips received a complaint regarding a heartstart xl+ device, indicating that its internal defibrillator paddles were malfunctioning. There was reportedly no patient involvement. After evaluating the device onsite, the philips field service engineer (fse) concluded that the absence of visible damage implies that the issue might be internal or electronic in nature. Moreover, the fact that no ECG signal was detected on the defibrillator screen when the paddles were linked to a simulator may suggest a problem with the connection between the paddles and the defibrillator. Consequently, the internal paddles cannot function and need to be replaced with new ones. As they are considered expendable, it's important to note that these blades are not covered by the maintenance contract. The fse recommended that the internal paddles be replaced with new ones. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the device's internal paddles failed. There was no patient involvement.